Manufacturer narrative:
Summary: the reported issue was not confirmed. The root cause could not be determined because neither the product, nor further info was rec'd for investigation. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
During surgery, the set screw popped out from the package upon opening and it fell off the package onto the floor. It seemed that the set screw stuck with the lid of the blister package. Another product was used with out problem. The package in question was discarded at the hospital.